Event description:
The doctor tried to implant two nails. The nail doesn't fit into the 1520 proximal jig. He tried three more of the co's nails and one competitor nail. He did manage to implant one of the co's after a 30 minute delay.